Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2011. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00556. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00556. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress incontinence, vaginal vault prolapse, enterocele, lateral cystocele, weakening of pubocervical connective tissue, rectocele, and atrophy. The patient experienced recurrent anterior and apical prolapse. On (B)(6) 2009, sacroscospinous vault suspension utilizing a four wall michigan technique, this was performed apically by attaching sutures to the anterior mesh, perineoplasty and cystourethroscopy were performed. The patient underwent a vaginal foreign body excision on (B)(6) 2011. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2013-00556 and 2210968-2013-34010. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 07/28/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal itching, urinary tract infection, urinary frequency and urinary urgency.